Event description:
A 10 fr corflo ultra nasogastric tube was placed in (B)(6) 2011 and removed in (B)(6). When the tube was removed, the weighted end was missing. The pt ended up being hospitalized with dehydration and high intestinal obstruction.

Manufacturer narrative:
The device was not returned for eval nor was the lot number reported. We are therefore unable to perform an eval of the reported event.